Event description:
It was reported that there were concerns of premature battery depletion (pbd) of the subcutaneous implanted cardioverter defibrillator (s-ICD). Boston scientific technical services (ts) confirmed that this appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. This device has smr5 firmware, which triggered the bd error due to the v2p2 count increase. Ts confirmed that this device is malfunctioning and should be explanted and returned for analysis. Device remains in-service. No additional adverse patient effects have been reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) and battery depletion alert of the subcutaneous implanted cardioverter defibrillator (s-ICD).data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. The device was explanted. No additional adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) and battery depletion alert of the subcutaneous implanted cardioverter defibrillator (s-ICD).data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. The device was explanted. No additional adverse patient effects have been reported.